Manufacturer narrative:
Additional information: medwatch (B)(4) received. Patient age provided: (B)(6) years old.

Event description:
The customer reported the device vent inop; blower stalled. No patient harm reported, patient information requested.